Event description:
It was reported from (B)(6) that prior to surgery, it was observed that the radiolucent drive device was spinning and not functioning properly. It was not reported if there was a delay to the planned surgical procedure. A spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to damaged coupling gears from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.